Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2018, fse found sample needle was clogged while running priming tests on the g8 instrument. Fse also noted that the up and down movement of the syringe-l was not smooth. Fse replaced sample needle and syringe-l and performed prime runs 3 times without error. Fse ran patient sample 6 times and quality control (qc) successfully without further errors. The g8 instrument was performing within specifications after completing the repair. A 13 month complaint history review and service history review for similar complaints was performed for the serial (B)(4) from 02dec2017 through (B)(6) 2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 service manual under chapter 8 - troubleshooting, section 8.2 - problems symptoms and causes and the g8 operator's manual under chapter 6 - troubleshooting, section 6.3 - error messages, were reviewed. Sample needle the g8 service manual under chapter 8 - troubleshooting, indicates that when a movement problem with the large syringe or a syringe-l error occurs, one of the causes could be due to sampling needle blockage and a sample needle replacement is recommended. The 706 syringe-l the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was due to faulty syringe-l due to clogged sample needle.

Event description:
On (B)(6) 2018, customer reported getting error message 706 syringe-l on the g8 instrument. The customer was down and unable to run. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.